Event description:
It was reported that during the fill tubing phase the connector on the tubing was not solidly attached, resulting in a leak that was attributed to not twisting the connector until snug, and the affected component was the connector/coupler on the infusion set. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a leakage at the seal consistent with a fluid leak associated with the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to use error rather than a component failure.